Manufacturer narrative:
The extender tubing, sheath, introducer dilators, guidewire, pressure tubing, angiographic needle, 3-way stopcock, arrow pump adaptor and label of contents were returned. The original packaging was not returned. All components were in an unused condition, no physical damage noted. The returned label of contents indicates that the iab catheter was included in the original packaging. Given that the original packaging was not returned, we were unable to confirm the reported missing iab kit. If the original packaging becomes available for return, a supplemental report will be submitted. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-19 through feb-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a.

Event description:
It was reported that there was no catheter tray inside the intra-aortic balloon (iab) packaging. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that there was no catheter tray inside the intra-aortic balloon (iab) packaging. There was no patient involvement and no adverse event reported.